Event description:
It was reported that the patient presented remotely via merlin net. Transmissions showed that the left ventricle (lv) lead exhibited low impedance measurements. No intervention was performed. The patient had no adverse consequences.

Event description:
New information received indicates that the left ventricle (lv) lead exhibited a reoccurrence of a low impedance measurements issue. No intervention was performed. The patient had no adverse consequences.